Event description:
Device malfunction: none. Symptoms/ae: embolic stroke. Time of ae: five days after the procedure. It was reported that five days post a left internal carotid artery stenting procedure, the pt experienced a stroke. Symptoms included altered mental status, slurred speech and drooling. A head CT showed 8mm focal hypodense lesions in left basal ganglia region likely related to lacunar infarct. In 2009, an MRI showed tiny recent-appearing embolic infarcts in left hemisphere. The next day, the pt was transferred to a rehabilitation facility. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Embolic stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.